Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date 3 years ago, the patient began treatment with dianeal pd4 therapies (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd). On an unreported date, the patient was put on continuous ambulatory peritoneal dialysis (capd). Approximately 6 weeks prior to this report, the patient experienced peritonitis and was hospitalized for the event. It was reported that the peritonitis was caused by the patient's hygiene (details not provided). On an unreported date, the patient was treated with IV (intravenous) unspecified antibiotics in the hospital for the peritonitis. Two days after being admitted, the patient was discharged from the hospital. The patient was not retrained on aseptic technique, however, the patient's wife and daughter received training on proper aseptic procedures from the pd clinic. At the time of this report, the pt was recovered from the peritonitis event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.